Event description:
A patient reported difficulty in plugging in their charger, needing to position it precisely to charge the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided. .